Event description:
It was reported that during preparation for use of unspecified procedure the camera head had blurry image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 1/27/2022h4.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: e3. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of camera unit.

Event description:
No additional information received from customer.

Manufacturer narrative:
The prior emdr was sent in error, as the investigation findings had already been documented in the first supplemental emdr.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit twisted and peeled off, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.